Manufacturer narrative:
Device evaluated by MFR: off-label: pre-existing progressive myopia. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens with a -6.0/1.0/107 (sphere/cylinder/axis), was implanted into the left eye (os) of a patient with pre-existing progressive myopia on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a smaller length lens. Reportedly, "lens too big. Surgeon preference change." The problem was not resolved. The reporter indicated that the device failed to perform as intended. "Blurry vision" and "vault small" was also reported.